Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention took place on (B)(6) 2021 wherein the leads were repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2021-00482. It was reported that the patient was experiencing ineffective therapy due to lead migration. As a result, surgical intervention is pending to address the issue.